Event description:
It was reported that during implant, the right atrial lead was repositioned due to poor electrical numbers. Upon the third or fourth attempt, the physician began experiencing great difficulty when inserting any stylets and attributed it to a "tight" and tortuous subclavian vascular anatomy. After continued failure to find excellent electrical values and difficulty with the stylet insertion, the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.